Event description:
The original event is reported in medwatch 1221934-2004-00192. The following verbiage is an extract of the original report, what was reported to have happened. The mitek rep is reporting that during a sad case the surgeon inadvertently touched a "spinal needle" with an active vapr lds electrode while in the body. The "spinal needle" was being used as a marker in the shoulder scope. When asked to clarify, the surgeon states that he is unsure if he touched or did not touch the electrode to the "spinal needle". However, the burn occurred around the needle on the pt's skin. The surgeon spent about 20 mins excising the damaged skin."